Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the patient was intubated with the listed device without issue. When patient was moved to the ccu the cuff leakage was found. Tube was then extubated and a pin hole was found in the cuff. No adverse health outcome resulted from this event.

Manufacturer narrative:
One used sample was returned for evaluation. The sample was visually inspected; inspection showed no obvious discrepancies. The device was given functional testing. The cuff was inflated with air and submerged in water; bubbles were observed escaping the welding area of the cuff and device shaft. Closer examination found a loose welding bond between the cuff and shaft. Investigation determined the leak was likely a result of a welding issue during manufacturing. A corrective action request was implemented to include a check list and frequency of the critical accessories/parts verification (mandrels, crystals, bushing, etc.) To be tracked for probable damages or maintenance and considered as critical during the equipment set ups on 31/aug/2011. As no lot information was provided, it cannot be confirmed that the returned sample was manufactured post procedure update. Additionally, re-training was provided to production personnel on 11/feb/2016 to confirm all operations are being performed as necessary.